Event description:
Procedure: laparoscopic ovarian cyst. Reportedly, the instrument misfired and bleeding from the staple line occurred, however the staples were all there. Pt brought back to surgery, the same day, 9 hours later. Re-stapled and over-sewed area. Pt required blood transfusion, 2 units. Pt in intensive care.